Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: dots. Clinical adverse event received for increased swelling/ large effusion. Event is not serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2014. Date of event: (B)(6) 2022. (Left knee). Treatment: aspiration/drainage (sent for synovasure).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient had bilateral cemented total knee arthroplasty to address osteoarthritis end-stage bilateral knees. Depuy components were implanted, including depuy patella. Patient has a medical history of pulmonary emboli. On (B)(6) 2022, medical records note the patient is 7 years status post bilateral total knee arthroplasties. The patient¿s left knee has started to swell, effusion. The right knee is benign. On (B)(6) 2022 phone records note the patient¿s labs came back and patient should continue full activities as tolerated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.